Event description:
It was reported that this tachy lead was suspected of fracture and had pacing impedance greater than 3000 ohms. Technical services (ts) advised to consider adding pace or sense lead option with some clinical situation like too small to add shock lead, patient age and others. This lead remains in service.

Event description:
It was reported that this tachy lead was suspected of fracture and had pacing impedance greater than 3000 ohms. Technical services (ts) advised to consider adding pace or sense lead option with some clinical situation like too small to add shock lead, patient age and others. This lead remains in service.

Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.